Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Unable to test for excessive no delivery alarm or prime/fill anomaly due to no button response. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported that the she ran out of insulin and then the buttons were not functioning. Then the customer did rewind, but the button was stuck and insulin squirted out. The blood glucose reading was 146mg/dl. The customer stated that the numbers were ramping on their own, and the scroll bar was moving without the customer's intervention. Advised the caller that the up or down button may be stuck. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.